Manufacturer narrative:
Investigation: after receiving samples, samples were inspected visually with the microscope and conclusion was made that there is no presence of solvent. A CAPA was opened to prevent reoccurrence of the observed issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review - the 1004522 lot was produced in may 2017 in quantity of 19,200 pcs. During production there was no issues related to the product itself but there was an issue with documentation and documentation change order was done, quality memo was initiated and approved in order to describe deviation. After receiving samples, samples were inspected visually with the microscope and conclusion was made that there is no presence of solvent. Upon receiving the complaint and communication through email, DHR records were checked to see if any ncr-s were raised during the production. Ncr was raised on 31 may 2017 over the issue with documentation change order but nothing regarding the product itself. Investigation included communication to operators who are performing this phase in particular. There wasn¿t any concern or misunderstanding of assembly procedure recognized. Information gathered about this issue is that in the past similar issue occurred so assembly instruction introduced new assembly method including additional step to rotate phaseal for half of circle upon connection with spike. This was developed in order to have better solvent distribution inside the connection. After performing tests instructed by senior qa management, bd team has come up with following possible root causes: validation of (B)(4) operators happened more than one year prior to manufacturing first regular batchs in cazin in 2017 (month of may). Operator (B)(4) (who was not verified as validated according 15229-fr rev 01) has been involved in manufacturing process of particular phase (phaseal + spike) through all 8 lots in question. Lack of solvent due to delay in time between application of solvent on dispenser and actual connecting spike and phaseal. Dispenser's sensor problems and bottle damage led to this failure. Dispenser periodically was applying solvent on the component by the time when operator noticed it. Dispenser was pulled out of production but there were two lots produced already. Corrective actions: implementation of visual aid in assembly room by the operators working space, so they will be constantly aware of critical phase in manufacturing of this sku. Functional test added in sqc 10-0160 (revision 10). Re-training with operators were performed. Deviation memo on sqc 10-160. CAPA is opened in track wise #138160. Adding in the maintenance check-list for dispensers, will be to see if alarm feature is working correctly. Implement additional light source that will be placed near the operator, but pointed at the dispenser wail operator is protected from this additional light source. This will help the operator to see if solvent is being applied on the component.

Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed in sections. As the manufacturing site is (B)(6). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A CAPA exists for this product, CAPA (B)(4). (B)(4).

Event description:
This complaint is MDR reportable. It was reported that leakage was found while using the bd phaseal¿ secondary set c61 with a built-in phaseal¿ connector. Connector also separated from device. There was no report of injury or medical intervention.